Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose level was 3.8 mmol/l at the time of incident. The customer stated that the keypad came out of place and also the scroll bar moves with no input. Advised customer the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with peeling keypad overlay. All buttons are responding properly. The insulin pump passed the self test and the displacement test.